Manufacturer narrative:
The involved oxygenator has been returned to livanova facility for testing. After cleaning procedure and gamma rays sterilization, device was inspected and no evident signs of clot were found. A subsequent functional test with bovine blood was run, using procedure settings at customer site and validation parameters according to relevant standards. During the functional test, blood samples have been taken sequentially from venous and arterial sampling site to monitor gas exchange performances. Taking into account that the issue was noticed toward the end of a 5-6- hours procedure and according to IFU inspire oxygenators must be used up to 6 hours or less, the complained device was tested for about one hour at validation blood flow rate for inspire 7f (6 lpm) and blood-gas flow ratio of 1:1. Two samplings were performed: 1) t0 (after setting the system with blood gas values as per iso standards: o2 transfer were found slightly below the expected outcomes for a brand-new device 2) t1 (after 60 minutes), maintaining the same blood and gas flow parameters: o2 transfer was stable. Pressure drop across the oxygenator was constant, confirming no high pressure that could have indicated clots and reduced surface for oxygen transfer. Despite several attempts to retrieve information, no data about blood and gas flow rates settings were provided, nor the actual blood gas analysis results during procedure, therefore the specific root cause cannot be established. Complaint database review revealed no further similar events for involved batch from the market, neither concerning trend has been identified. Considering the above findings, no clear evidence of any intrinsic failure of the device manufacturing-related could be established: the measured arterial po2 values were steadily around 100mmhg with a hemoglobin oxygen saturation percentage very close 100%. The unit maintained a good gas exchange performance during the laboratory test which was run after a clinical surgical time of about 6 hours which is the recommended usage time limit as per IFU's of the product beyond which a drop in the performance may occur. Based on all the facts, it is very unlikely that the reduced oxygenation levels complained by the customer at the end of the procedure were due to a specific malfunction of the device. It is reasonable to assume that most likely root cause of the reported event was multifactorial, resulting from the interaction between clinical procedure, patient conditions and gas-blood settings, rather than an oxygenator malfunction. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.

Event description:
Sorin group italia received a report that low po2 values were observed towards the end of a procedure that lasted 5-6 hours and that used inspire oxygenator. Medical team, proposed that the partially blocked pre-membrane transducer lines from the same pack may have meant higher delta p pressures were not accurately measured in the potentially faulty oxygenator. There is no report of any patient injury.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. D.4. The inspire 7f m hollow fiber oxygenator is a non-sterile device assembled into a sterile convenience pack that is not distributed in the USA. The expiration of the sterile finished product into which the oxygenator was assembled is pending. As the sterile convenience pack is not distributed in USA, the UDI number is not applicable. G.5. The complained inspire 7f m hollow fiber oxygenator is a non-sterile component assembled into a convenience pack that is not distributed in the USA. The stand alone oxygenator (catalog number 050730) is registered in the USA (510(k) number: k200683). H.4. The device manufacture date of the sterile, finished convenience pack into which the oxygenator was assembled is pending. H.11. Livanova manufactures the inspire 7f m hollow fiber oxygenator. The involved device has been requested for return to sorin group italia for investigation. If any additional information pertinent to the reported event is obtained, it will be provided in a supplemental report.